Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(4) 2013, it was reported that the patient's generator was turned off since (B)(6)2013 due to the patient needing some non-vns related procedures performed. The patient was in the office that day to have the device turned back on; however, normal diagnostics were performed which indicated high lead impedance. Per the physician's notes, diagnostics were performed on the patient's device on (B)(6) 2013, which also showed high impedance results. Prior to this, diagnostics were performed on (B)(6) 2012 which showed the device was within normal limits. There were no trauma nor surgeries performed between (B)(6) 2012 and (B)(6) 2013. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the m302-20: sn (B)(4) passed all functional tests prior to distribution. Follow up with the physician found that x-rays had been taken. No other information was provided at the time.